Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-25-strip inserted backwards or upside-down test strip (B)(4). Note: during call back on (B)(6) 2017, the customer stated that she did not currently have any diabetic symptoms. Customer stated that she had gone to the ER; customer could not remember the date. Customer did not state if she had been having any specific symptoms, only that she had not been feeling well. Customer stated when she arrived at the hospital her blood sugar was 839 mg/dl. Customer stated she was diagnosed with hyperglycemia. Customer stated she was medicated while at the hospital but does not remember what medication was given. Customer stated she was prescribed insulin three times a day. Customer stated she was hospitalized for two days; customer couldn't remember the date she left the hospital. Customer received replacement product and is satisfied with the results.

Event description:
Consumer reported complaint for dead meter. The meter did not turn by manually pressing the dot button or when a test strip was inserted. The test strip was inserted correctly and customer was using the proper test strips. The battery was inserted correctly. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date was undisclosed.